Event description:
It was reported that during preparation for a percutaneous transhepatic biliary drainage procedure a break was noted. When preparing the apdl/8 flexima regular - 27-134 drainage catheter it was noticed that the string was torn apart. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as stable.

Event description:
It was reported that during preparation for a percutaneous transhepatic biliary drainage procedure a break was noted. When preparing the apdl/8 flexima regular - 27-134 drainage catheter it was noticed that the string was torn apart. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the catheter was fully inspected and it was noticed that a kink was present on the device's pigtail and heavy residue was present on the pigtail and inside the drainage holes; indicating that the device had been used. The suture was cut on one end, but it is still attached to the pigtail's suture hole. The stopcock key was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).